Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralex st (device #2) device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges recurrence and omental adhesions. The mesh was bowing outward into the hernia defect recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1).the patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a ventral hernia. A bard/davol ventralex st (device #1) was implanted in the patient during this repair. On (B)(6) 2012: the patient underwent surgery for recurrent ventral hernia repair. The physician noted that there were omental adhesions stuck to/within the hernia. The patient was implanted with a ventralex st (device #2). On (B)(6) 2016: the patient once again underwent surgery for recurrent ventral hernia repair. The physician noted that omental adhesions were adherent to the previously placed mesh. The physician further noted that although the previously placed mesh was flush against the abdominal wall, the mesh was bowing outward into the hernia defect. The physician repaired the recurrent hernia with the implantation of another mesh, and a bard ventrio st was implanted in the patient. The patient experienced abdominal pain which severely limited her ability to engage in every-day activities such as household chores and yard-work. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralex st (device #2) device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges recurrence and omental adhesions. The mesh was bowing outward into the hernia defect. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 9 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent revision surgery. This spplemental emdr represents the ventralex st (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a ventral hernia. A bard/davol ventralex st (device #1) was implanted in the patient during this repair. (B)(6) 2012: the patient underwent surgery for recurrent ventral hernia repair. The physician noted that there were omental adhesions stuck to/within the hernia. The patient was implanted with a ventralex st (device #2). (B)(6) 2016: the patient once again underwent surgery for recurrent ventral hernia repair. The physician noted that omental adhesions were adherent to the previously placed mesh. The physician further noted that although the previously placed mesh was flush against the abdominal wall, the mesh was bowing outward into the hernia defect. The physician repaired the recurrent hernia with the implantation of another mesh, and a bard ventrio st was implanted in the patient. The patient experienced abdominal pain which severely limited her ability to engage in every-day activities such as household chores and yard-work. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralex st (device #1). Per operative notes, ¿identified a ventral hernia detect in the upper midline. A medium disk of ventralex st (device #1) was placed into abdomen.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralex st (device #2). Per operative notes, ¿the ventral hernia in the upper midline of the abdomen was readily apparent, and there omental adhesions stuck in it. A ventralex st (device #2) was then placed into abdomen.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventrio st (device #3). Per operative notes, ¿the ventral hernia in the upper midline was readily apparent and there were some omental adhesions stuck within the hernia defect to the well-incorporated previously placed portion of mesh. All the adhesions were taken down. The previously placed mesh (device #1 & #2) could be seen bowing outward into the hernia defect. A ventrio st (device #3) was then placed into the abdomen.¿ attorney alleges that the patient had adhesions, hernia recurrence, pain and suffering.